Event description:
Nurse called initially b/c she saw noise on the atrial lead and wanted to adjust the atrial sensitivity. Upon review of the at episode on hm, noise apparent on both atrial and ff channels. She states that all values have been stable and good since implant in (B)(6) except the atrial impedance has risen from 400 to now 700. There are only a few at episodes of noise present on the device and she was unable to reproduce the noise in clinic today or with isometric testing. Suggested cxr to look for possible lead fracture/crush as concerned for both a and ff conductors. Also suggested to discuss about possible new sources of emi with the patient. Device will be monitored closely at this time.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.